Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and medical history, was not available and therefore a root cause investigation was not performed. Not withstanding the above, a review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. Attempts to gain additional information were not successful.

Event description:
Suspected (B)(6) results were reported with the alere determine hiv 1/2 ag/ab combo. No confirmation testing was reported. The customer indicated that the suspected (B)(6) results may be due to the operator as that operator had more (B)(6) than other staff. There is insufficient information to determine if a malfunction occurred. The exact number of patients, the patients' gender, pregnancy status, treatment and patient outcome were unknown.

Event description:
Additional information from the customer was received on 2-8-2019 and indicated that there were 4 patients involved. Other than gender, no patient information was made available. This supplemental report is for 2 female patients, pregnancy status, treatment and patient outcomes remain unknown. A valid lot number was also provided.

Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 103401 with the following internal serum plasma and whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 103401 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 103401 showed that the complaint rate is 0.012%. The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.